Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that "fire arcs" occurred during a case. Additional questions have been asked to clarify if there was an actual fire or if it was just arcing, but no further information has been made available by the customer.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/11/2016. The unit was returned and nothing was found that would have caused or contributed to the reported event. The unit tested satisfactorily and within specifications. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.